Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of recent, recurrent mechanical failure events from their driveline. Two brief pump stop events occurred that were not noticed by the patient when they were sleeping connected to the power module with an ungrounded patient cable. Log files captured a couple pump stop events with one on (B)(6) 2024 at 20:14 while using battery power and another on (B)(6) 2024 while using the non-grounded patient cable. Both pump stops were just a few seconds in duration. The patient had a brief syncopal episode while on batteries. Follow up log files captured several low speed and pump stop events on (B)(6) 2024 and (B)(6) 2024 while using battery power. A phase to phase short was confirmed. Pump stops while on battery power continued. The patient was not having any symptoms or recurrent syncope. The patient did not seem to listen to an alarm at every pump stop event, though some had occurred overnight. The driveline was immobilized with multiple hollisters and the patient remained admitted while pump exchange was discussed. X-ray images were taken that suggested progression of driveline damage in the internal portion, but it was not certain based on the images. Follow up log files indicated that the frequency of pump stop events had increased. Follow up log files did not contain any alarms since (B)(6) 2024 at 12:06.

Manufacturer narrative:
B5 - narrative information h6 - adverse event problem - health effect - clinical code. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that x-ray images were suspicious for driveline fracture in the internal portion of the driveline, near the connection with the pump. Based on the frequency of the pump stop events, it was believed there was a progression of driveline damage. The patient had recurrent, brief (2-3 second) pump stops. The patient was admitted after their syncopal event related to the pump stop. They were awaiting a heartmate ii pump exchange as soon as the device could be shipped to brazil following trade steps. The patient was clinically well, but it was opted to keep them under close monitoring in the critical care unit (ccu) with limited mobility from their upper body to prevent further pump stops. The patient was considered too high risk for a transplant or for a heartmate 3 exchange.

Manufacturer narrative:
B5 narrative info. H6 - adverse event problem updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient was still awaiting a pump exchange. The patient had a prolonged pump stop event on (B)(6) 2024 while mobilizing on their own to sit in bed. The patient required cardiopulmonary resuscitation (CPR), but their pump restarted and they returned to spontaneous circulation with no clinical damage. Log files captured several pump stop events on 04nov2024 from 11:04 through 11:26. It appeared the pump was having a hard time maintaining the fixed speed. The pump stops occurred on both the ungrounded patient cable and on battery power. The patient had a prolonged pump stop on (B)(6) 2024. The monitor also went off and the pump only restarted when the system controller was changed to the backup after approximately 5 minutes. The patient received cardiopulmonary resuscitation (CPR) with chest compressions and recovered clinically well. Log files from the exchanged controller noted several low speed and pump stop alarms, which appeared to be the result of the phase to phase short within the driveline. There did not appear to be any issues with the controller. The patient was transplanted on (B)(6) 2024. The outcome was reported to be device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system, serial number (B)(6), confirmed driveline wire damage which would have contributed to the reported low speed and pump stop events observed within the submitted log files. (B)(6) was returned assembled with the driveline severed approximately 1" from the pump nipple housing. The remaining distal portion of driveline was also returned. The apical sewing ring was returned over the inlet extension via suture and zip tie. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump's inlet port. The outflow graft and outflow graft bend relief were returned attached to the outlet elbow. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The returned pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon careful removal of the layers, microscopic examination of the underlying wires revealed breaches in the insulation of all wires in an area 2-3" from the pump nipple housing. The remaining segments of all wires were submerged in a saline bath solution for high potential testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have occurred, resulting in the low speed and pump stop events observed in the submitted log files while the patient was operating on the 14 volt batteries as well as the power module with an ungrounded patient cable. The pump was cleaned and reassembled. The device was connected to a mock circulatory loop, and the retrieved data showed normal pump power consumption and pressure measurements that were within the manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 6 of the IFU, ¿patient care and management¿, states that complaints of dizziness should prompt immediate evaluation of the patient and the system. Section 5, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The heartmate ii lvas patient handbook, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple pump stop and low speed operation events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained events from (B)(6) 2024 through (B)(6) 2024 as well as (B)(6) 2024 through (B)(6) 2024, per the timestamps. Pump stop and low speed operation events were observed on (B)(6) 2024. These events occurred while the patient was operating on 14 volt batteries as well as the power module. According to the account, an ungrounded patient cable was in use while the patient was operating on the power module. It should be noted that the majority of events occurring between 11:04:34 and 11:26:49 on (B)(6) 2024 captured a pump stop. Additionally, the majority of events occurring between 23:11:40 and 23:12:45 on (B)(6) 2024 captured a pump stop. Based on previous complaint experience, the observed behavior could be indicative of a potential driveline issue resulting from phase to phase shorting. A driveline disconnect alarm was captured following the final pump stop on (B)(6) 2024, consistent with the reported system controller exchange. The driveline appeared to be connected to the backup system controller less than 7 minutes later. No other notable pump events or alarms were captured. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿, discusses wear and tear to the driveline, contains information on ¿caring for the driveline¿, and provides possible indications of driveline damage as well as how to respond to such events. Section 6 of the IFU, ¿patient care and management¿, states that complaints of dizziness should prompt immediate evaluation of the patient and the system. Section 5, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7, ¿alarms and troubleshooting¿, addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Additionally, the patient handbook outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The handbook also addresses all system controller alarms (including pump off and low speed alarms) and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.